Event description:
Hospira distributes a computer program entitled "hospira lifecare pca label utility version 1.0" for use with implementation of the hospira lifecare pca pump; this program is designed to allow entry of each drug concentration into a formulation library on a pharmacy computer, and is used for standardized printing of barcoded labels. During the implementation phase at my hosp, we noticed several errors caused by the software. During and after the editing phase, the software has repeatedly moved decimal places on concentrations -e.g., 50 mg/dl becomes 5 mg/dl, or 1 mg/ml becomes 10 mg/dl-; and changed concentration units -mg/ml to mcg/ml and vice versa-. Although I can't confirm that the software changes barcode info as well, our sister hospital has reported that error in addition to the concentration changes mentioned above. When formulations are opened for editing, repeated attempts to correct and save the info often fail -the library won't update the corrected info-. I have experienced these software errors on three separate computers in our pharmacy dept -two with windows xp professional, one with windows 2000 professional operating systems-. Especially concerning is that these errors occurred during label printing, when the library entries are supposedly closed for editing. I was able to successfully demonstrate these issues to hospira representatives on 11/01/2007 and again on 11/06/2007. We were unable to determine a sequence of program commands that might duplicate the errors; it is completely sporadic. As a result we have had to halt all pharmacist printing of labels for pca syringes until adequate software is obtained. Name: hospira lifecare pca label utility v. 1.0 dates of use: 2007. For other hospitals, dates of use unknown.